Event description:
It was reported while using BD Vacutainer® Buffered Sodium Citrate (9NC) Blood Collection Tubes, an unspecified number of tubes are underfilling. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation Summary:BD did not receive any samples or photos for investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: Draw Volume. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required.